Manufacturer narrative:
When additional information is obtained, this event will be updated.

Event description:
Additional information was received: a decision was made to not reposition this left ventricular lead due to torturous patient anatomy. The lead was surgically abandoned.

Event description:
Boston scientific received information that this left ventricular lead was dislodged. No adverse patient effects were reported.